Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician observed oversensing of a 8hz signal and subsequent ventricular pacing inhibition in a pacemaker-dependent patient. Preliminary analysis confirmed the reported event and showed that it resulted from a probable lead issue or lead-pacemaker connection issue.

Event description:
The physician observed oversensing of a 8hz signal and subsequent ventricular pacing inhibition in a pacemaker-dependent patient. Preliminary analysis confirmed the reported event and showed that it resulted from a probable lead issue or lead-pacemaker connection issue.

Manufacturer narrative:
Re-intervention was reportedly performed on (B)(6) 2016. The lead was abandonned, and a new lead was implanted.

Event description:
The physician observed oversensing of a 8hz signal and subsequent ventricular pacing inhibition in a pacemaker-dependent patient. Preliminary analysis confirmed the reported event and showed that it resulted from a probable lead issue or lead-pacemaker connection issue.